Manufacturer narrative:
Qn#: (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: collagen deployed in the vessel. Successful closure completed with cutdown. Additional information: during a tavr on (B)(6) 2023 ultrasound and micro puncture were utilized to gain single access in the mid to low common femoral artery. Vessel size was 8mm with mild posterior calcification and tortuosity in the right iliac which caused reported difficulty advancing the procedural sheath. Measured depth for the manta was 4.5+1cm. Blood pressure was 94/46 and act was 353 at 12.45. Heparin was administered intravenously during the case. Protamine was not given. There was some moderate resistance reported when advancing the bypass tube into the manta sheath. Post angiogram revealed an occlusion, manta anchor and collagen was malpositioned in the vessel. Cut down was performed and the manta was explanted. Patient was reported as fine post the procedure.

Event description:
It was reported that: collagen deployed in the vessel. Successful closure completed with cutdown. Additional information: during a tavr on the (B)(6) 2023 ultrasound and micro puncture were utilized to gain single access in the mid to low common femoral artery. Vessel size was 8mm with mild posterior calcification and tortuosity in the right iliac which caused reported difficulty advancing the procedural sheath. Measured depth for the manta was 4.5+1cm. Blood pressure was 94/46 and act was 353 at 12.45. Heparin was administered intravenously during the case. Protamine was not given. There was some moderate resistance reported when advancing the bypass tube into the manta sheath. Post angiogram revealed an occlusion, manta anchor and collagen was malpositioned in the vessel. Cut down was performed and the manta was explanted. Patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, a lower-central positioned access was gained utilizing micro puncture and ultrasound. The right common femoral artery was 8mm, with mild posterior calcification, posterior wall calcification, right iliac tortuosity, and a measured depth of 4.5cm + 1cm. Issues were encountered at access while advancing and withdrawing the 14f expandable procedural sheath due to the iliac tortuosity. Following the tavr procedure, activated clotting time (act) was 353, and heparin was administered. The 18f manta was deployed to the measured depth for closure, and while inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance attempting to advance the bypass tube into the sheath hub. Following deployment, a post-angiogram indicated an occlusion. Balloon inflation was applied, and the physician decided to surgically intervein. During the surgical cut-down, the collagen plug (radiopaque lock and collagen) was seen malpositioned in the vessel. The manta was explanted, and the patient outcome post-procedure was fine. The manta instructions for use warns not to use manta if there is marked tortuosity of the femoral or iliac artery. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Procedure preparation states to confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.